Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported per medwatch report that on (B)(6) 2010, the catheter was placed in the emergency department (ed). On (B)(6) 2010, the patient returned to the hospital ed and a chest x-ray was performed. The x-ray revealed linear metallic density which was worrisome for a retained metallic wire or a catheter fragment. During an operative procedure being performed on (B)(6) 2010 for another issue, the femoral artery was cannulated and the aorta was entered under fluoroscopy to retrieve a piece of spring wire guide (swg). The swg measured 30.5cm in length and 0.1cm in diameter. On 8/17/2010, the risk manager confirmed that the outcome of the patient was amazingly good (B)(6).